Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Event description:
A complainant reported that the impella cp was placed on a patient with acute myocardial infarction/cardiogenic shock. It was reported that during implantation, the purge cassette fell to the floor and became unsterile. A new purge cassette was used. Additionally, there was a call from the physician that reported the had a suction alarm and pump was repositioned and pulled back a little. In addition to placement signal alarm on the automated impella controller (aic) and cardiopulmonary resuscitation after electrical storm. However, after optimizing the position, the aic values were in range. It was noted that care was withdrawn due to total heart failure and multi organ failure.